Manufacturer narrative:
Analysis found that the programmer's stylus would not align with the cursor, but it would work with a known good overlay. The programmer also failed a functional test related to the display. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.